Event description:
It is reported that a spike from the device fractured off into the pt and was noticed on post op x-ray. The surgeon went back in to remove it at a later date but it is unk when this happened.

Manufacturer narrative:
Eval summary: the device was manufactured in 2003, giving it an approximate field age of 9 years and has been used an unk number of times. The fracture of the spike may be attributed to several factors, some of which may include: off-axis impaction and/or degradation of the material properties due to age and use. As such, it is most likely the instrument has exceeded its normal life. A design improvement was previously implemented for this product, which was to include radii at the base of the spikes and this device was manufactured prior to that change. Eval - the spike arm was returned with the longer of two spikes fractured and missing. Material hardness is conforming to print specifications. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. Visual examination confirms that the longer of the two spikes is fractured and missing.